Manufacturer narrative:
Eval summary: the part and lot number combination of the liner and head were reported. The surgical pathology report dated (B)(6) 2002 stated that the liner had a smooth internal surface. The head is a non-zimmer device so the mfg records could not be reviewed. In addition, it is unk to what specifications the head was mfg to. The operative notes from (B)(6) 2002 were reviewed indicating that only the trilogy liner and non-zimmer head were revised. It is not recommended to use zimmer devices with non-zimmer devices as they are not tested as such. It is unk exactly why the pt continuously dislocated. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt was revised due to multiple dislocations.